Manufacturer narrative:
Product analysis results: visual review confirms the instrument is broken several threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of torsion or fatigue, with directional river consistent with overload. This is consistent with overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) at 4/5-5/1 due to degenerative disc disease (ddd). Intra-op, the instrument broke during insertion of the cage. After that the inserter was taken out and extracted cage was reload on a new inserter. There was no patient complications in the reported event.